Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The patient¿s blood glucose level was 12.5 mmol/l at the time of the incident. Low battery and power loos alarms were also reported. Display was not returned by troubleshooting. Customer declined to troubleshoot for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error, low battery alarm and power loss alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. No unexpected back light anomaly noted during testing. Device received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window, cracked case corner of belt clip rails and keypad overlay texture damage.